Event description:
The account alleged that when the brakes were activated the head end brake casters did not hold. No patient impact.

Manufacturer narrative:
The technician found that the brake casters were out of adjustment. The technician adjusted the brake casters to resolve the issue.